Event description:
Report of back flow of fluid. The report reads: "a blood bottle was connected to the compensation line of the pump. Later it was realized that blood had entered into themainline where the drug solution was connected. The pt experienced no adverse event."